Manufacturer narrative:
The most probable root cause is a user error. The flap thickness chosen by the surgeon was only 90 m. Flaps thinner than 100 m are too flexible and not very robust which most likely caused the described problems of flaps being too thin and one flap getting lost. There is no information that reasonably suggests that there was a malfunction of the visumax device that could have contributed to the complained problems with flaps.

Event description:
It was reported that the doctor had problems with flaps being too thin. One flap of one patient was lost.